Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: distal end of fallopian tubes"), pelvic pain ("pelvic pain/pain: pelvic") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 20210351) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, unspecified. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and weight increased ("weight gain"). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of essure coils) and surgery (she underwent bilateral salpingectomy for removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fatigue, genital haemorrhage, headache, migraine, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Per mr: insertion details: essure coils were then placed in first the left and then the right tube under standard protocol. The left tube showed one coil at the os and the right tube showed approximately three coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the reporter information was added. This case concerns 27 year old patient. Her demographic was updated. Her concurrent conditions were added. Lab data was added. Essure indication was added. Essure lot number was added. Following events: malposition of essure device location of device: distal end of fallopian tubes; migraine, headaches, fatigue, weight gain were added. She was recovering from the aforementioned events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: distal end of fallopian tubes"), pelvic pain ("pelvic pain/pain: pelvic") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 20210351) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, unspecified. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and weight increased ("weight gain"). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of essure coils) and surgery (she underwent bilateral salpingectomy for removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fatigue, genital haemorrhage, headache, migraine, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Per mr: insertion details: essure coils were then placed in first the left and then the right tube under standard protocol. The left tube showed one coil at the os and the right tube showed approximately three coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.